Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bowel resection during anastomosis, the anvil could not mate and engage with the trocar. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bowel resection, during anastomosis, the device did not fire. Another device was used to complete the case. There was no patient injury.